Event description:
Email received from physician describing the following event: patient underwent a lead revision procedure from a prior ICD placement on (B)(6) 2021 utilizing an aziyo cangaroo envelope (cmcv-009-lrg, lot #m21c1109). On (B)(6) 2021, patient reported pocket pain and swelling which was observed at physician's office. On (B)(6) 2021, patient was reevaluated and sent for seroma extraction, at which time a purulent white material without odor was extracted from the pocket. Blood cultures and wound cultures were negative. ICD and leads removed. Patient hospitalized and infectious disease service consulted. Patient placed on IV antibiotics and cleared for re-implant on (B)(6) 2021.

Manufacturer narrative:
No sample was returned for evaluation. Manufacturing review of the referenced lot number and respective device history record was conducted on 06jan2022, showing that all units were quality released on 26mar2021 having met all internal qc acceptance requirements. There were no non-conformances associated with the manufacturing lot during the final packaging. The sterile subassembly lot was also reviewed for potential issues impacting the quality of this product. This subassembly lot was released to component inventory on 11jan2021 having met all quality requirements including product sterility testing following eo sterilization, as well as internal bioburden and product pyrogen (lal) testing requirements. In lieu of a request for the OEM supplier for a DHR review of the ecm material lots, it is noted that aziyo processes the non-sterile envelope materials by cutting, suturing, packaging, and sterilizing. It is noted that per the instructions for use (IFU - art-20828a) provided with the finished cangaroo envelope device, "seroma" is listed as a potential complication associated with this procedure and device usage. Although the physician listed the event as "probably related" to the cangaroo device, there are multiple possible causes including: trauma within the pocket (re-entry, cauterization, possible flushing of pocket with antibiotics) leading to weeping of serous/lymphatic drainage into the pocket, an auto-immune response to any of the foreign objects within the pocket, a reaction to the antibiotic used to hydrate the envelope, or possibly a subclinical infection. Although this patient had an infection in a cystic duct of the breast at the time of all testing, the patient was negative for blood and pocket cultures, did not have an elevated wbc, had a negative procalcitonin and was afebrile. Should any additional information be received related to this event, a follow-up report will be submitted.